Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was greater than 500 mg/dl a manual insulin injection was administered to address bg level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.